Event description:
No additional information provided.

Manufacturer narrative:
DHR/bhr review: the batch number of the complained product is 3234111, is 18g and product code is 383954, produced on 2023/09, with a total of (B)(4) pieces in this batch. Inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality. Check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. The customer did not return any samples and provided 2 photos of defective samples. From the photos, it appears that blood may have overflowed from the slit of the septum. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: according to the photos provided by the customer, the blood overflowed from the slit of the septum, suspected that the septum was damaged; but due to the customer did not return samples, can not confirm whether it was damage to the septum raw materials or damage caused during the production process. In summary, due to the customer did not return samples, can not confirm the slit status of the septum, the root cause of the complaint defect cannot be determined, and the factory will continue to monitor and monitor the trend of this defect complaint.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus gn 18ga x 1.16in qsyte-cap y leaked after the needle was removed, the blood flowed directly from the needle removal site to the outside, causing no adverse effects on the user and the patient. The number of affected needles was 3, and 1 sample can be returned. Photos can be provided. Green claims are required, a complaint reply letter (stamped), and a complaint receipt letter are required.